Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(4) 2007 and a sling was implanted. Due to pain and infections the patient underwent mesh resection on (B)(4) 2011 and removal on (B)(4) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat recurrent stress urinary incontinence, pelvic organ prolapse, cystocele, enterocele, rectocele, and replace the supporting tissue of the urethra and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that the patient underwent mesh removal and resection of sling, eroded sling removal/eroded mesh removal, and resection of posterior vaginal mesh with local flap on (B)(6) 2011. It was reported that post implantation the patient also experienced the conditions of hypertension [(B)(6) 2007], diabetes mellitus-type 2 [(B)(6) 2007], hyperlipidemia [09/12/2007], venous insufficiency of lower extremities [(B)(6) 2007], angioedema [(B)(6) 2008], and bladder dysfunction [(B)(6) 2011]. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05181. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.